Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarm to the caregiver (cg). The tsr advised the cg to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.